Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a meniscal repair procedure using the fast fix 360 suture system, the t2 implant could not be deployed. The procedure was completed using a smith and nephew back up device. It is unknown if there was a surgical delay. No further complications were reported.

Manufacturer narrative:
H6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual evaluation showed that the device was returned in the original packaging with the batch number of the complaint on the labels. The t1/t2/suture were returned off the needle. The actuator is sitting at the tip of the needle. A functional evaluation of the device showed it is stuck at the tip of the needle and will not cycle. An evaluation of the customer provided image showed the device laying on a surface. The t1/t2/suture are off the needle and are not visible in the image. The depth straw is damaged. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time. H6: health effect - impact code.